Manufacturer narrative:
Additional information was received from the customer that the fault occurred during testing with no patient involvement.

Event description:
. Investigation completed on a ambulatory infusion pumps/cadd legacy 1 pumps - 6400.

Event description:
Information was received indicating that a smiths medical cadd legacy pump failed accuracy (-6.35%). No adverse effects were reported.